Manufacturer narrative:
Device evaluation of charger sn (B)(4) is underway. Upon investigation the charger was unable to charge a battery pack. A root cause investigation is underway at the contract manufacturer. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient had a battery charger problem.